Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: at follow-up call on (B)(6) 2017, the customer stated that he had been in the hospital due to fluid buildup in his lungs but not due to his diabetes; customer was hospitalized from (B)(6) 2017.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 218, 219 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 167 mg/dl and 182 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date was undisclosed. Customer stated he is on insulin. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns: the customer is concerned with 218, 219, and 164. All results are fasting.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4). Note: at follow-up call on (B)(6) 2017, the customer stated that he had been in the hospital due to fluid buildup in his lungs but not due to his diabetes; customer was hospitalized from (B)(6) 2017.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 218, 219 and 164 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 110 mg/dl. The customer feels well and did not report any symptoms. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 167 mg/dl and 182 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/19/2019 and open vial date was undisclosed. Customer stated he is on insulin. The meter memory was reviewed for previous test result history: (B)(6).